Event description:
It was reported that post implant procedure, prior to discharge, this device exhibited a telemetry issue and could not be interrogated. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device was not returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant procedure, prior to discharge, this device exhibited a telemetry issue and could not be interrogated. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: several attempts were submitted to the field to obtain product return. This product was not received, and no further correspondence was provided regarding return.